Manufacturer narrative:
Batch review performed on 2 june 2025: (B)(4) items manufactured and released on 23-may-2024. Expiration date: 2029-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot. 2421381 (B)(4) items manufactured and released on 02-aug-2024. Expiration date: 2029-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to infection and the pathogen is unknown. At about 4 months from primary the surgeon performed a washout and revised the liner and head. The surgery was completed successfully.